Event description:
The reporter stated the surgeon inserted a aq2015a lens, 22.5 diopter. The lens was removed due to lens tear. Lens was removed with no patient injury. The reporter stated the lens was damaged by the injector. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4): evaluation - (other): lens work order search, cartridge lot search, injector lot search. Results - (other): a lens work order search was performed and no similar complaints found within the same work order. Performed a cartridge lot number search and two similar complaints found within the same lot number. Performed a injector lot number search and four similar complaints were found within the same lot number. (B)(4).